Event description:
It was reported that due to the patient anatomy the lead could not be placed properly during the implant procedure. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.